Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported battery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the personal diabetes manager (pdm) battery life rapidly depleted. The battery overheated and the pdm screen froze with a blank display. The battery was extremely hot and the patient required the use of tweezers to remove the battery from the pdm. When the battery cover was removed, the battery was reportedly sizzling with green and black residue leaking out of the battery.